Event description:
The user facility reported that during a diagnostic endobronchial ultrasound procedure, the physician had experienced difficulty angulating the device to a 90 degree angle for fluid aspiration. The facility stated that the angulations appeared loose. The physician elected to abort the case, and instead performed a medial stenoscopy on the pt. There have been no significant additional information provided to date.

Manufacturer narrative:
The bronchoscope device referenced in this report was returned to olympus for eval. The eval found the device to have low angulations, and excessive play was noted on the up/down control level. The angulation was noted to be extremely low upon the insertion of the aspiration needle into the biopsy channel. The cause of the user's experience was due to stretched angulation wires. This report is being submitted as a medical device report in an abundance of caution.